Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump exposed to moisture. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump display went blank immediately after pump exposure to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with a severely cracked and bleeding lcd glass. Also no moisture damage found on the electronics, battery tube and vibrator assembly noted. Unable to verify blank display due to lcd damage. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test and unable to verify blank display due to lcd damage.